Manufacturer narrative:
In the absence of a returned product, no further investigation will follow. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that approximately one week post implant, this left ventricular lead dislodged. The physician suspected the clinical observation to be attributed to patient anatomy. During a revision procedure, the lead was explanted and discarded. No adverse patient effects were reported and replacement was reported unsuccessful with two additional boston scientific leads of differing model types. Successful implant was attainted with a non-bsc product.